Manufacturer narrative:
Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the x-25 driver¿s distal tip becoming stripped cannot be positively determined. However, observed damage is consistent with a driver that was subjected to unanticipated forces during the tightening process,resulting in the distal tip of the driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing scoliosis surgery and he was complaining that the straight ball tip probe had a slight bend at the distal end. As well, during final tightening the torque drive shaft was stripped at the distal end. Both instruments have to be replaced at a no charge cost. The patient was not impacted by these events, thus no patient information is available. No delay was obtained either, the expedium system contains 2 torque drive shafts, thus another shaft was used for final tightening.